Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under evaluation. When the device evaluation is complete a f/u report will be submitted.

Event description:
The customer reported that during a hysterectomy, the end tone, indicating a completed seal cycle, was heard, but the vessel was not sealed. When the surgeon cut, bleeding occurred. The surgery was converted to open and the vessel was sutured. The pt is said to be okay. The site declined to share any additional pt information.